Event description:
Add'l info rec'd from MFR 3/17/04. MFR has made four attempts to retrieve the device that is in question from the complainant. Left messages requesting for the sample on 1/30/04, 2/4/04, 2/9/04 and 2/12/04. A letter was also sent on 2/12/04 indicating that no product was received to date.

Event description:
After removing old hickman port surgeon noted port was fractured. Piece remained in pt. Pt returned 13 days later to have retained piece removed.